Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the device was saturated with water. Contamination was found throughout the device. It was also noted that the hanger assembly would not close all the way, the atrial output connector was broken, main seal was sticking out of the case, all six decorative plugs were missing, hanger o-ring was missing, display frame insulator label was missing, both wires on the liquid crystal display (lcd) were pinched without compromise to the insulation, and the white wire and battery wires were routed incorrectly over the battery compartment. It was also noted that the device powered-up to an error. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) originally returned due to water damage subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.